Event description:
During a laparoscopic cholecystectomy procedure, the clips did not advance properly. The surgeon applied another device to complete the procedure, the hosp has reported on pt injury occurred.